Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
A customer reported that the programmed pulses did not match the heart rate in pacing mode. This complaint is for the first of two patients. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.